Event description:
Customer medwatch # reports that during an anterior cervical disc and fusion with c3-c4 revision the integra ruggles 14mm distraction screw bent with very little force. This medwatch documented that there was no injury to the patient. The customer pulled the remainder of the screws of the same lot number from the shelf.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.